Manufacturer narrative:
The review of the device history record shows the product was released according requirements and specifications. No samples were returned to kimberly-clark for evaluation. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Other: device not returned to kimberly-clark by customer.

Event description:
Kimberly-clark received a report stating, "the staff had difficulty breathing while wearing the mask." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).